Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump stops delivering insulin once the low reservoir alarm occurs. The customer stated that the issue is resolved after changing the infusion set. The customer stated that this has been going on for three to four months, and feels that the insulin pump is not functioning. Advised that the insulin pump would be replaced.